Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited low amplitude measurement a few days after the implant procedure. An echocardiogram confirmed this right ventricular (rv) lead perforated the patient's heart wall. As result, a surgical revision was performed on the patient and the rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.